Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.